Event description:
It was reported while testing for sars cov-2 2 false negative results were obtained. A repeat test was performed using pcr and the result was positive. Patients were quarantined until pcr results were received, there was no patient impact otherwise noted. Eua#: eua(B)(4).

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaints that alleges false negative when using kit bd veritor for rapid detection of sars-cov-2 (mn# 256082), batch number 0264850. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. A batch review was performed for the number provided. The reported issue was unable to be confirmed. The retention testing could not be tested as they are expired. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Manufacturer narrative:
The following fields were updated with corrections: b.3. Date of event: (B)(6) 2020.

Event description:
It was reported while testing for sars cov-2 2 false negative results were obtained. A repeat test was performed using pcr and the result was positive. Patients were quarantined until pcr results were received, there was no patient impact otherwise noted. Eua#:(B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). (B)(6).

Event description:
It was reported while testing for sars cov-2 2 false negative results were obtained. A repeat test was performed using pcr and the result was positive. Patients were quarantined until pcr results were received, there was no patient impact otherwise noted. Eua#: (B)(4).